Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. A few days later, while the patient was brushing his teeth he received shock therapy. It was noted there was oversensing resulting in two inappropriate shocks due to amplitude attenuation. The device was programmed to primary vector and then it was changed to secondary with therapy programmed off. They are considering re-positioning the electrode. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. A few days later, while the patient was brushing his teeth he received shock therapy. It was noted there was oversensing resulting in two inappropriate shocks due to amplitude attenuation. The device was programmed to primary vector and then it was changed to secondary with therapy programmed off. They are considering re-positioning the electrode. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported a revision procedure was performed in which the device and electrode were removed, and the lead was re-positioned from the right edge to the left edge. The device was programmed to primary and smartpass was turned on. A treadmill test was performed and there was no double counting. The system remains in service. No additional adverse patient effects were reported.